Manufacturer narrative:
Correction to h6 based on additional information. Implanting thv at pulmonic position using the sapien 3 (s3) with commander system was not an indicated use at the time of implantation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete and no further action is required at this time. The reported event for central regurgitation was unable to be confirmed due to unavailability of relevant medical records and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. It should be noted that the thv was implanted within a pre-existing device at pulmonic position for this case. Therefore, it was off label operation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years, 20 days post tpvr procedure with a 26mm sapien 3 valve, the patient presented exercise intolerance and shortness of breath due to severe central regurgitation. The patient underwent a valve in valve procedure with a 26mm sapien 3 valve using nominal volume +2 ccs to inflate the valve.